Event description:
It was reported that noise was observed on the egm. Noise could not be reproduced with pocket manipulation and iso- metric exercise. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
No medwatch form was received.